Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think that their battery depleted, because they are not feeling stimulation. They stated that they fell down the steps about a week ago, and may have fallen on the implantable neurostimulator (ins). The patient was able to connect with their ins using the programmer, and verified that their stimulation is currently on while noting the lightning bolt in the upper left-hand corner of the screen. The patient increased the stimulation from 3.0v to 4.0v, and still did not feel it. They mentioned that they normally have their stimulation set at 1.6v, but increased it to 3.0v prior to the report. Patient services had the patient turn their stimulation off, and the patient verified the lightning bolt was not on the screen anymore. The patient then tried increasing stimulation, but got the error message showing that stimulation needed to be turned back on prior to increasing it. The patient noted that they were able to charge the ins to full 2 days ago. The programmer was showing the ins is ¾ full at the time of the report. It was also mentioned that the patient had a return of pain, and a lot of pain after falling down the stairs. The change in therapy/symptoms was considered sudden. Patient services had the patient turn off the ins, and was re-directed to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the patient. They reported they are now feeling stimulation again and their pain has resolved. They do not recall what they did to resolve the inability to feel stimulation. No further complications were reported or anticipated.